Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00050, -00051, -00053, -00054, -00055, -00056.

Event description:
Allegedly, patient was experiencing complications due to: infection (right)